Event description:
On (B)(6) 2025, it was reported that the end user experienced a severe hypoglycemic event with an approximate blood glucose (bg) of 11 mg/dl and was transported to the emergency room (ER) for evaluation and was treated with oral sugars. The user was not admitted and reported no symptoms or long-term effects. The user resumed use of the ilet following the event.

Manufacturer narrative:
The DHR review confirmed the device met all manufacturing specifications prior to release. The log review confirmed the device was performing to specification. The cause of this event is indeterminate. Should additional, relevant information become available, a supplemental MDR will be submitted.